Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root causes are application, removal, time left on patient, trauma, materials used within the dressing. The instructions for use have been reviewed and contains comprehensive instructions on the safe operation and use of the device. Medical review concluded, without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. No batch/lot number has been provided, therefore a review of the device history has not been possible .the complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range

Event description:
It was reported that on (B)(6) 2021, 10 months 28 days after initiating IV remodulin, the patient¿s skin around site was itchy, starting to react to the tegaderm (a few small bumps that were leaking a clear yellowish discharge directly under the dressing) skin below the tegaderm (and now the iv3000) was starting to react (dermatitis contact). Co-suspect medication included: tegaderm and IV 3000. The patient had been putting polysporin on the skin below the dressing and although it does not seem to be getting any better, it also does not seem to be getting any worse. The patient would be finishing up the antibiotics today as of right now, she had two pills left. Action taken with IV remodulin, tegaderm and IV 3000 was not reported for the event of dermatitis contact. Action taken with tegaderm and IV 3000 was not reported for the event of injection site discharge. At the time of reporting, the outcome of dermatitis contact was unknown.